Event description:
It was reported that the ortholock ex-pin 3x110 broke as it was being inserted into the tibial bone during a procedure. The surgeon chose to leave the broken piece in the patient's tibia. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event cannot be confirmed as the customer will not be returning the device. The root cause is unable to be evaluated. Device not returned for investigation.